Event description:
Hcp reported the patient experienced an acute exacerbation of multiple sclerosis and deterioration of spasticity. Evaluation of the system included aspiration of cerebrospinal fluid via the catheter access port which was not successful, an MRI was performed and did not show any obvious abnormality of the system. The catheter was disconnected and observed directly during an intraoperative evaluation and csf flow was not present. The catheter was diagnosed as occluded, possibly by tissue within the catheter, so it was replaced. The patient recovered without sequela. Visual examination of the catheter by the pathologist showed no tissue was present.

Event description:
Additional information: it was later reported that there was "catheter related complication."